Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection reveled that the packaging was in good condition with no defects of the peelable or terminal seal. The packaging was inspected under 10x magnification, and foreign material was not observed in the device packaging. Therefore, the reported condition was not confirmed. Ref: (B)(4).

Event description:
Report received from (B)(6) via synthes gmbh in switzerland stating that there was "residue in the sterile packaging." The device was not used in surgery. There were no injuries or medical interventions reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.